Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has been showing high pacing thresholds and intermittent loss of capture. The lv lead sensing was programmed off in office. Also, the lv lead remains in service at this time. No adverse patient effects were reported.